Manufacturer narrative:
H.6. Investigation: part of one used primary set, model 2420-0007, and one maxzero needless connector was received by the customer for investigation. Upon visual inspection, it could be observed that the tip of the male luer had broken off and remained within the maxzero. No other defects were observed. The customer's complaint that the male luer loc on the infusion set snapped off the IV tubing was verified. Using the component ID of the returned set, the lot number was determined to be 21055056. A device history record review for model 2420-0007 lot number 21055056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both engagement components. The connection point between the two parts appeared jagged and had whitish colored stress markings at the corresponding areas of breakage. This is likely evidence of excess force being applied when attempting to separate the two components. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21055056 regarding item #2420-0007. H3 other text : see h.10.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had a component separation issue. The following information was provided by the initial reporter: "male luer loc on bd alaris pump infusion set... Snapped off the IV tubing while loosening to remove from the IV catheter."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had a component separation issue. The following information was provided by the initial reporter: "male luer loc on bd alaris pump infusion set... Snapped off the IV tubing while loosening to remove from the IV catheter."